Manufacturer narrative:
Correction made to g3: 10/03/2024 (previously submitted as 9/20/2024). Additional information was added to d9, h3, h6, and h11: h11: seven (7) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and there were no issues observed. Torque engagement testing was performed on all the samples, the engage and disengage force to open and close the twist sleeve was acceptable and met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the issue occurred since (B)(6) 2024 and accumulated over time. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of seven (7) minicap transfer sets were unable to close; further described as ¿transfer set could not be closed sometimes¿. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.